Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
User facility medwatch received that states that the patient reported significant dizziness, particularly when the patient was transitioning to a standing position. The patient had persistent dyspnea on minimal exertion. The patient was fatigued, weak and sedentary. The patient was admitted, and a computed tomography (CT) scan was performed which suggested biodebris within the bend relief segment of the outflow graft. A right heart catheterization was performed. The patient was taken to the operating room for release of the outflow graft obstruction. A moderate amount of debris was evacuated and the patient was discharged.

Manufacturer narrative:
Corrected data: section a4: patient weight corrected. Section e3: occupation corrected. Section g2: report source corrected to include user facility. Section h10: included related medwatch report number. Section a1: patient identifier information was not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section d6a: date of implant was not provided. Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed based on the provided information. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 of this IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 5 of the IFU, ¿surgical procedures¿, contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.